Manufacturer narrative:
The wire guide was returned in damaged, used condition. Examination revealed the inner mandril wire was broken in the middle. The coil along this section of the wire was elongated and uncoiled, but still attached. The tip welds were present and undamaged. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The signs of stretching in the coil indicate that the wire was most likely caught within the catheter lumen, pinched on the distal end and stretched until it snapped. However, without further information we are unable to determine if the wire breaking was caused by excessive pressure, patient anatomy, or manufacturing. The root cause in inconclusive. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4).the event is currently under investigation.

Event description:
It was reported that during a chest tube placement procedure, the guide wire broke while trying to remove from pigtail. A new kit was opened and the procedure had to be started over from the beginning. No harm to patient reported.